Event description:
The biomedical engineer (biomed) reported that on 10/11 the central nurse's station (cns) was not booting up into the software. It was stuck on the cns splash before going into windows. The biomed swapped hard drives and put port 1 hard drive into port 0 and it was able to boot up with this hard drive. Nihon kohden technical support (tech support) told the customer that they will need to replace both hard drives on the cns. They asked if they could replace only one. Tech support said they could but told them we strongly recommend that they replace both because of instances that can occur if both hard drives are not replaced. Two hard drives were sent to the customer and were replaced. Issue resolved. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: on (B)(6)2020, the customer at (B)(6)hospital the following issue with pu-621ra; sn(B)(6) from patient monitoring: central nursing station(cns) was not booting up into the software. It was stuck on the cns splash before getting into windows. Two hard drives were sent to the customer and were replaced. Issue resolved. Service requested / performed: troubleshooting and nihon kohden technical support team (nkts) advised to the customer to replace the degraded hard drives. On 11/03/2020, two new hard drives, 9000006111a, was shipped to the customer to resolve the issue. Investigation conclusion: the root cause of the issue is considered to be hard drive failure. In this incident, the device has been in use for 3 years with the replaced hard drives(2017), and hard drive degradation is a high possibility. The overall risk of this event, taking into consideration of severity and probability, is "high." The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Additional model information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitors model: bsm-2357a sn:(B)(6) model: bsm-2357a sn: (B)(6) model: bsm-2357a sn: (B)(6) model: bsm-6301a sn: (B)(6) model: bsm-6301a sn:(B)(6)

Manufacturer narrative:
The biomedical engineer (biomed) reported that on (B)(6) 2020, the central nurse's station (cns) was not booting up into the software. It was stuck on the cns splash before going into windows. The biomed swapped hard drives and put port 1 hard drive into port 0 and it was able to boot up with this hard drive. Nihon kohden technical support (tech support) told the customer that they will need to replace both hard drives on the cns. They asked if they could replace only one. Tech support said they could, but told them we strongly recommend that they replace both because of instances that can occur if both hard drives are not replaced. Two hard drives were sent to the customer and were replaced. Issue resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitors: model: bsm-2357a; sn: (B)(4). Model: bsm-2357a; sn: (B)(4). Model: bsm-2357a; sn: (B)(4). Model: bsm-6301a; sn: (B)(4). Model: bsm-6301a; sn: (B)(4).

Event description:
The biomedical engineer (biomed) reported that on 10/11 the central nurse's station (cns) was not booting up into the software. It was stuck on the cns splash before going into windows. The biomed swapped hard drives, and put port 1 hard drive into port 0 and it was able to boot up with this hard drive. Nihon kohden technical support (tech support) told the customer that they will need to replace both hard drives on the cns. They asked if they could replace only one. Tech support said they could, but told them we strongly recommend that they replace both because of instances that can occur if both hard drives are not replaced. Two hard drives were sent to the customer, and were replaced. Issue resolved. No patient harm was reported.